Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump had no low reservoir anomaly noted. The pump was received with broken belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The mother states they have had issues with no delivery alarms, blockage, and bent cannulas. The mother is concerned there may be issues with set like they had issues with reservoirs in the past. The mother states there is irritation under the infusion sets. The customer's blood glucose level at the time of incident was 453mg/dl. The customer treated with the pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.